Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-apr-10 sap ecc service and repair 000304079476 rtg0787727 (rep): manufacturer representative (rep) that for past 2-3 wks patient's recharging paddle getting hot while charging implantable neurostimulator (ins) such that it created a burning sensation at the ins pocket site. Specifically, recharger (rtm) was getting hot at paddle site itself and at the relay box along cording. Tss reviewed replacing recharger.